Event description:
A peritoneal dialysis (pd) patient contacted customer service to report had broken out with blisters when he used a tape from us. The patient was not sure what tape it was that he used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).